Event description:
It was reported that pump screen was dark and would not turn on, and that power button was extremely difficult to press and required multiple presses to turn on the screen. There was no adverse impact to the customer¿s blood glucose level. Customer followed instructions to attempt to turn on pump, agreed to place pump in storage mode and return it, and planned to continue using current pump until replacement arrived, while technical support confirmed warranty status, arranged shipment of replacement pump, and instructed customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device.